Manufacturer narrative:
Rptr first filed the bent tip incident through medwatch. Conceptus first became aware of this incident on 7/19/06. A conceptus rep spoke of this incident on 7/19/06. A conceptus rep spoke with rptr who indicated "other serious (important medical events)" was marked in error. She further stated that no serious medical events occurred as a result of bent tip. The procedure was successfully completed with a second essure device.

Event description:
Maude event report states the tip of one essure device bent during a placement procedure. Bilateral placement was ultimately achieved with a new device.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.